Event description:
Tech reported that during a treatment the pt was moving around in her chair, attempting to put on an item of clothing. The pt's venous line became disconnected and the machine didn't alarm. Tech estimated a blood loss of 750 to 1000cc. The pt was given approx 1700cc of normal saline, felt okay and stable. She was transported to the hosp for monitoring and was released.